Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not turn black during use. Manual compression was used to achieve hemostasis. There was no reported patient injury. The 5f non-cordis sheath was retracted until the hub engaged with the indicator wire cowling, and the vascular sheath introducer locked against the handle assembly with an audible click. There was no difficulty connecting the vascular sheath introducer with the exoseal. The device and sheath were pulled back until pulsatile flow stopped. The indicator did not show any black, and the indicator window did not display any red color during retraction. The physician did not have the thumb placed on the plug deployment button during retraction. The exoseal and the non-cordis sheath introducer were removed. Upon removal from the patient, the indicator wire (iw) loop was deployed and visible, with no anomalies noted. The device was not deployed outside the patient¿s body. The patient experienced no injury following the procedure. A retrograde approach was used for this interventional procedure. The exoseal was prepared according to the instructions for use, and there were no visible signs of device or package damage prior to use. The femoral artery suitability was verified on angiography, including a 30¿45 degree insertion angle of the vascular sheath introducer, a vessel diameter greater than or equal to 5mm, and confirmation that the puncture site did not have visible calcium or plaque. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50 percent at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within the prior 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The physician achieved certification on the use of the exoseal. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed, after the guard was locked. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not turn black during use. Manual compression was used to achieve hemostasis. There was no reported patient injury. The 5f non-cordis sheath was retracted until the hub engaged with the indicator wire cowling, and the vascular sheath introducer locked against the handle assembly with an audible click. There was no difficulty connecting the vascular sheath introducer with the exoseal. The device and sheath were pulled back until pulsatile flow stopped. The indicator did not show any black, and the indicator window did not display any red color during retraction. The physician did not have the thumb placed on the plug deployment button during retraction. The exoseal and the non-cordis sheath introducer were removed. Upon removal from the patient, the indicator wire (iw) loop was deployed and visible, with no anomalies noted. The device was not deployed outside the patient¿s body. The patient experienced no injury following the procedure. A retrograde approach was used for this interventional procedure. The exoseal was prepared according to the instructions for use, and there were no visible signs of device or package damage prior to use. The femoral artery suitability was verified on angiography, including a 30¿45 degree insertion angle of the vascular sheath introducer, a vessel diameter greater than or equal to 5mm, and confirmation that the puncture site did not have visible calcium or plaque. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50 percent at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within the prior 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The physician achieved certification on the use of the exoseal. The device will be returned for evaluation.